Event description:
It was reported from (B)(6) that during foot surgery of the metatarsophalangeal (mtp) joint, it was observed that the buttons on the small battery drive device were starting to stick. There were no delays to the surgical procedure as an identical spare device was available for use. The spare device was used to successfully complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were sticking, coupling head was worn and it was making a grinding noise. It was noted the electric motor and electronic control unit were damaged as well. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.